Event description:
Technician found that when the brakes were engaged the foot caster did not hold. No alleged injuries.

Manufacturer narrative:
Technician found that the brake caster was out of adjustment. He adjusted the caster and the brakes functioned properly.